Event description:
The event is reported as: during normal operation, the concha column over filled and was flowing water into the circuit. This event happened during an inservice. No pt injury reported.

Manufacturer narrative:
The sample was received for evaluation. The results of the evaluation are not available at the time of this report. The results of the investigation are not available at the time of this report.